Event description:
The customer reported that a new ventilator was defective on arrival (defoa) because it did not have the high flow therapy (hft) option code installed. This issue was discovered during set up for therapy by a nurse. The device was in clinical use when the issue was discovered because it was being set up for therapy. There was a minimum delay to patient therapy reported as there were other ventilators available to replace this unit. The patient was not on the unit at the time the issue occurred. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse then provided the customer with the option codes. The customer reported that they were able to install the option codes, the unit was functionally tested, and returned to service. No other anomalies were reported.